Manufacturer narrative:
Device evaluation: 102 x stent devices of unknown rpn and lot numbers were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all pancreatic stent devices are subject to visual a inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: the japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the possible instructions for use for pancreatic stent devices, ifu0055-4 and ifu0121-2, states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. This is highlighted by the prophylactic stent placement of a cook pancreatic stent "for post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep)" which is not a stated use as per the IFU and therefore has not being tested in a clinical setting. The subsequent spontaneous dislodgement of the stent devices reported after ppds insertion is also considered off-label. As per the stated instructions per use that accompany each pancreatic stent device, pancreatic stents are to be used for drainage of obstructed pancreatic ducts. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Product information was not provided: cook (B)(4) manufactures the following pancreatic stents: zimmon pancreatic stent (k900923), johlin pancreatic wedge stent (k990130) & geenen sof flex (k990130). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Takenaka et al 2013 (unknown plastic stent) ¿ ¿what is the most adapted indication of prophylactic pancreatic duct stent within the high-risk group of post-endoscopic retrograde cholangiopancreatography pancreatitis? Using the propensity score analysis¿. Rct for each risk factor associated with prophylactic pancreatic stent placement. The ppds procedure was carried out using a 5f polyethylene stent (cook endoscopy, winston-salem, nc, USA). In all cases, stent dislodgments were confirmed by abdominal radiographs taken within 7 days after the ercp. If the stent had not been dislodged, it was removed using the duodenoscope. Off label use (102 patients): prophylactic pancreatic duct stent (ppds) for post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep). Spontaneous dislodgement (96 patients). In all cases, stent dislodgments were confirmed by abdominal radiographs taken within 7 days after the ercp. If the stent had not been dislodged, it was removed using the duodenoscope.